Event description:
It was reported that the patient presented to the clinic for a follow-up on (B)(6) 2022. During examination of the right ventricular (rv) lead, it was noted that there was oversensing on the lead. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.